Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe had no cutting and aspiration even after speed was reduced to 3k during vitrectomy surgery. The surgery was completed on the same day, however the replacement details were unknown. There was no information about patient impact.